Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a bipolar energy instrument allegedly would not stop firing. The customer received phone assistance from the technical support engineer (tse). Tse inquired and confirmed that the reporter was not physically present in the operating room when the issue occurred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed during the procedure. There was no energy delivered to an undesired location on the patient. The surgeon completed the procedure without the "auto stop" tone.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site to further investigate the reported event. The customer confirmed that the issue was related to a "user error". The fse provided instruction and assisted the customer with the integrated electrosurgical unit (iesu) configuration and settings. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. An RMA was not issued for return as the customer reported that the issue was related to a "user error".